Event description:
This case was initially received via regulatory authority (reference number: mw5077947) on 27-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("extreme lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, clonazepam, daily vitamins, diclofenac (voltaren), fluticasone propionate, ibuprofen (motrin), levocetirizine, muscle relaxants, omeprazole and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required) and gait inability ("couldn't walk, had to crawl to restroom"). The patient was treated with surgery (procedure nos). At the time of the report, the abdominal pain lower and gait inability outcome was unknown. The reporter considered abdominal pain lower and gait inability to be related to essure. The reporter commented: an injury (disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077947) on 27-jun-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("extreme lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium, clonazepam, daily vitamins, diclofenac (voltaren), fluticasone propionate, ibuprofen (motrin), levocetirizine, muscle relaxants, omeprazole and salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required) and gait inability ("couldn't walk, had to crawl to restroom"). The patient was treated with surgery (procedure nos). At the time of the report, the abdominal pain lower and gait inability outcome was unknown. The reporter considered abdominal pain lower and gait inability to be related to essure. The reporter commented: an injury (disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5077947) on 27-jun-2018. The most recent information was received on 21-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("extreme lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included calcium, daily vitamins (vitamins nos), fluticasone propionate, albuterol [salbutamol], diclofenac, muscle relaxants, omeprazole, clonazepam, levocetirizine and motrin (ibuprofen [ibuprofen]). In 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criteria disability, medically important and intervention required) and gait inability ("couldn't walk, had to crawl to restroom"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and gait inability to be related to essure (ess205) administration. The reporter commented: an injury (disability, medically significant and intervention required) was mentioned but not specified and /or assigned to one of the events. Product insertion date updated from (B)(6) 2010 to 2003. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-dec-2022: medical records received. Lawyer reporter, patient date of birth, essure model changed to ess205, product insertion date updated, removal date and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5077947) on 27-jun-2018. The most recent information was received on 24-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("extreme lower abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Medical conditions: before insertion she was a healthy woman, had minimal, if any, physical or psychological diagnosis. Concomitant products included calcium, daily vitamins (vitamins nos), fluticasone propionate, albuterol [salbutamol], diclofenac, muscle relaxants, omeprazole, clonazepam, levocetirizine and motrin (ibuprofen [ibuprofen]). In 2003, the patient had essure (ess205) inserted. An unknown time later she experienced abdominal pain lower (seriousness criteria disability and intervention required). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered abdominal pain lower to be related to essure (ess205) administration. The reporter commented: patient was in so extreme pain that she could not walk, had to crawl to the restroom. She had a long list of diagnoses, all related to essure. An injury (disability and intervention required) was mentioned but not specified and /or assigned to one of the events. Product insertion date was updated from (B)(6) 2010 to 2003. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2023: quality safety evaluation of ptc. Upon internal review, event "could not walk, had to crawl to the restroom" was deleted since this was considered a qualifier for the degree of pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5077947) on 27-jun-2018. The most recent information was received on 24-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("extreme lower abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Medical conditions: before insertion she was a healthy woman, had minimal, if any, physical or psychological diagnosis. Concomitant products included calcium, daily vitamins (vitamins nos), fluticasone propionate, albuterol [salbutamol], diclofenac, muscle relaxants, omeprazole, clonazepam, levocetirizine and motrin (ibuprofen [ibuprofen]). In 2003, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criteria disability and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered abdominal pain lower to be related to essure (ess205) administration. The reporter commented: patient was in so extreme pain that she could not walk, had to crawl to the restroom. She had a long list of diagnoses, all related to essure. An injury (disability and intervention required) was mentioned but not specified and /or assigned to one of the events. Product insertion date was updated from (B)(6) 2010 to 2003. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jan-2023: quality safety evaluation of ptc. Upon internal review, event "could not walk, had to crawl to the restroom" was deleted since this was considered a qualifier for the degree of pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.